Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the the physician had a difficult time inserting this right ventricular (rv) lead pace/sense terminal pin into the device header. Mineral oil was not utilized and the pocket was closed. The field representative was able to use the wand to reinterrogate the device and found that the rv pacing impedance measurements were greater than 2000 ohms. A revision procedure was performed and the terminal pin was able to be fully inserted into the device header. No additional adverse patient effects were reported.